Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys total psa immunoassay (total psa) on a cobas 8000 e 602 module. The erroneous result was not reported outside of the laboratory. The initial total psa result was 0.112 ng/ml. The sample was repeated and the result was 5.03 ng/ml. An additional total psa result of 5.04 ng/ml was provided. It¿s not clear if this is an additional repeat result or the result from a new sample. There was no allegation that an adverse event occurred. The total psa reagent lot number was 216023 with an expiration date of 06/30/2018. The customer did not observe any clots or fibrin in the sample. The customer did observe little bubbles on the wall of the sample tube. No issues were identified during a review of the customer¿s calibration data. Since the customer observed bubbles on the wall of the sample tube, bubbles or foam on the sample surface may have caused the issue. The field service engineer (fse) visited the customer site and found that the procell aspiration tube filter was loose. Loose procell aspiration tube filters can cause air and system reagent to mix under certain conditions. This can affect results. Usually, when this occurs, multiple results are affected in a row and not just a single result. It cannot be fully excluded that the loose procell aspiration filter was a factor in the low total psa result. A specific root cause was not identified. Additional information was requested for investigation but was not provided. A general product problem has been excluded. The most likely root causes may be related to bubbles on the sample surface or the loose procell aspiration filter identified by the fse.